Event description:
It was reported that the patient underwent a lead revision because he was not receiving stimulation high enough in his low back and he only felt stimulation on the right side due to lead migration post implant. The patient originally had good coverage, but after the migration optimal coverage was lost. The patient recovered from the revision w/o sequela.

Manufacturer narrative:
(B)(4).